Event description:
Alleged the head section will not rise unless he pulls up on the head section while pressing the head up switch. He indicated once the head is up, it will drift down.

Manufacturer narrative:
The facility found the left CPR handle was stuck in the release position. The facility adjusted the handle to repair the bed.